Event description:
During the procedure, the pump continuiously runs even when taking your foot off the foot pedal. There was no injury to a patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Manufacturer narrative:
This is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required reporting.